Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure ((B)(4)) (fallopian tube occlusion insert) placed on or about (B)(6) 2011. On or about (B)(6) 2011, plaintiff visited her healthcare professional to discuss permanent forms of birth control. Her healthcare provider gave her sales material touting the selling points of a new procedure, called essure. According to sales material, this new procedure is just as effective as the standard methods without the need for surgery and with no additional risk. After considering the selling points in the brochure, plaintiff made the decision to undergo the essure implant, an opposed to the standard tubal ligation procedure. On or about (B)(6) 2011, she had two essure coils implanted into her body. After the procedure, she underwent the required hysterosalpingogram (hsg) procedure (no result was provided). After the implant procedure, she began to experience pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. As a result of the pain and bleeding, plaintiff underwent a laparoscopic removal procedure on or about (B)(6) 2012. In addition, it was informed that, the pain and bleeding she experienced is direct and proximate result of the failure to disseminate accurate information regarding the product. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains / increasingly intense pain and increased bleeding during menstruation / bleeding. As a result of her events, she underwent a laparoscopic removal procedure. Both events are anticipated in the reference safety information for essure. Considering that these events may occur after essure insertion and the lack of alternative explanation, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, as a surgical removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: uterine wall, perforation (uterus), essure coil had punctured my uterus"), pelvic pain ("pelvic pains/increasingly intense pain") and menorrhagia ("increased bleeding during menstruation/bleeding / abnormal bleeding (menorrhagia)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (hysteroscopy with endometrial ablation (hta), surgical removal of coil(s) - laparoscopic trans uterine removal of essure coil and surgical removal of coil(s), laparascopy with extensive pelvic adhesiolysis). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, pelvic pain and dyspareunia outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal pain lower and back pain had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion,. Most recent follow-up information incorporated above includes: on 21-jan-2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Laboratory data were added. Updated suspect drug indication. Events abnormal bleeding (vaginal), dysmenorrhea(cramping), migration of essure device location of device: uterine wall/ perforation (uterus)/ essure coil had punctured my uterus, dyspareunia (painful sexual intercourse), lower abdominal pain and lower back pain added. Outcome of events pain, cramping, abnormal bleeding updated to recovered/ resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: uterine wall, perforation (uterus), essure coil had punctured my uterus'), pelvic pain ('pelvic pains/increasingly intense pain/pain') and menorrhagia ('increased bleeding during menstruation/bleeding / abnormal bleeding (menorrhagia)') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (hysteroscopy with endometrial ablation (hta), surgical removal of coil(s) - laparoscopic trans uterine removal of essure coil and surgical removal of coil(s), laparoscopy with extensive pelvic adhesiolysis). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain lower and back pain had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion, everything was successful. Most recent follow-up information incorporated above includes: on 10-jul-2019: plaintiff fact sheet received. Event outcome was updated for the events: dyspareunia and pelvic pain. Reporter's information was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Follow up information received on 14-nov-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pains / increasingly intense pain and increased bleeding during menstruation / bleeding. As a result of her events, she underwent a laparoscopic removal procedure. Both events are anticipated in the reference safety information for essure. Considering that these events may occur after essure insertion and the lack of alternative explanation, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, as a surgical removal was required. A product quality detect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.